Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for blood glucose of 187mg/dl. The customer had symptoms such as vomiting and slurring words. Customer does not feel ok to troubleshoot and indicated that they would call back to provide further information. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.